Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn non-pvc needle could not withdrawn. The following information was provided by the initial reporter, translated from chinese to english: "during use of this product, the needle core cannot be withdrawn."

Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is (B)(6), is 24g and product code is (B)(6), produced on 2023/07, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer did not return sample,only provided a photo of the defective sample. From the photo, it can be seen that the needle has been completely withdrawn and the needle core is severely deformed. 3. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: 1)according to the photo provided by the customer, the product has been used and the needle has been severely deformed. It is suspected that the difficulty in withdrawing the needle is due to the deformation of the needle; 2) this product is produced on automatic line, at the zone4 c20 s3.4 needle insertion septum station. Due to poor alignment of the equipment grippers or poor cutting of the septum, the needle may deform at a small angle when inserting the septum; 3) at the next workstation zone4 c20 s7, the needle is inserted into the paddle hub, washer, and tip shield assembly, due to poor alignment of the device gripper, causing greater deformation of the needle and resulting in increased needle system drag force; 4) due to the needle deformed inside the tip shield and paddle hub, can not see it, so there was no vision camera can detect the this defect mode. The deformation of the needle is in the middle position of the needle, there is no deformation at both ends of the needle, and this deformation does not affect the product's lie distance. Therefore, at the lie distance detection station also failed to detect the defect product, leading to the product entering the market. Corrective action: the technician optimized and adjusted the alignment of the zone4 c20 s3.4 and s7 station grippers in (B)(6) 2023. The maintenance records are attached in attachment 1, currently under continuous monitoring. In summary,the direct cause of the complaint defect is suspected to be due to the deformation of the needle core, resulting in difficulty in withdrawing the needle; the root cause for the defect in this complaint is that at the zone4 c20 s3.4 needle insertion septum station. Due to poor alignment of the equipment grippers or poor cutting of the septum, the needle may deform at a small angle when inserting the septum. Then at the next workstation zone4 c20 s7, the needle is inserted into the paddle hub, washer, and tip shield assembly, causing greater deformation of the needle and resulting in increased needle system drag force.in the current manufacturing process, there is no visual camera that can detect and remove such defective products, resulting in defective products entering the market.the factory has taken relevant improvement actions and will continue to pay attention to and monitor the trend of defect complaints.

Event description:
No additional information provided.